Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through its implant patient registry that a 21mm 11500aj aortic valve was explanted after a duration of approximately two (2) years due to unknown reason. Another same model 21mm 11500aj aortic valve was implanted in replacement. No information about device return at this moment. File will be updated.

Event description:
Edwards received information through its implant patient registry that a 21mm 11500aj aortic valve was explanted after a duration of approximately two (2) years due to infective endocarditis. Another same model 21mm 11500aj aortic valve was implanted in replacement. The device was not returned for evaluation due to infection and it was discarded at the hospital. Type and source of infection were not reported. There was no allegation of device malfunction.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. The most likely cause is patient factors. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.